Event description:
The company received info that suggested that the product had a ring shaped circle around the cuff that was stiffer than the rest of the cuff and did not appear to deflate properly. The customer reported that this was discovered after the pt was extubated and required a treatment of racemic epinephrine due to stridor and airway edema. Post treatment, the pt was breathing normally and no further treatment was needed. The customer discarded the sample and does not have record of the lot number of the sample.